Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that post implant procedure, the patient lost function in their right leg. It was discovered that the patient had a hematoma at the lead implant site the caused the loss of right leg functionality. As a result, the patient was brought back into the or to have an explant of the entire system and the hematoma was evacuated.